Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified lesion in the mid left anterior descending artery. The xience alpine 2.5 x 28 mm was put over the guide wire but it would not cross the vessel because the distal stent was broken; however, not in 2 pieces. It looked like there was a crack in the distal portion. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent break was unable to be confirmed, however there was noted stent damages (stretched, crushed). The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.